Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a skin infection. Prior to sensor insertion the area was prepped with alcohol. The patient reported he experienced itching under the sensor pod area and that he is immunocompromised. He also stated ¿renal failure/ recent bloodwork shows steep decline in kidney function. I am breaking out/ infections everywhere.¿ no data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).